Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during post the novasure procedure on (B)(6) 2026, the physician reopened the used device outside the patient and found a hole in the array, a missing part of around 0.5 cm from the mesh. The physician performed hysteroscopy and found parts of the mesh inside the patient's cavity. A curettage was performed to get the materials of the mesh out as much as possible. The physician could not confirm if they were able to get everything out of the cavity. No other information is available.

Manufacturer narrative:
Device was returned: visual inspection was conducted and the array had a hole on one of the facings. Functional testing was not conducted due to the damage. The issue was confirmed during visual inspection. Hence, the complaint can be confirmed. This observation will be monitored and trended. Device history record (DHR) review conducted: the device was released meeting all qa specifications.